Event description:
Reported over-infusion. The device was being used in the csu department. It was set to run continuously (drug unk) at a rate of 12.8 cc/hr. Five to six hours later the pump had an air-in-line alarm and bag empty alarm. Nothing was remaining in the IV bag. No further info is available.

Manufacturer narrative:
The evaluation is on-going. A follow-up report will be initiated after the completion of the evaluation.